Event description:
It was reported that the right ventricular lead exhibited high impedance. The defibrillation threshold test was performed and the measurements were observed to be in normal range. No further issues were observed.